Event description:
Patient's spouse reported his wife was hospitalized with dka. He verified she "only uses the pdm to check her bg and deliver her bolus." Pod was activated on (B)(6) 2012 at 11:45 am. Patient's bg was 349 mg/dl at 2:13 pm; 2.4 unit bolus was administered. High bgs were not recorded again until (B)(6) 2012 at 3:52 pm (316 mg/dl). Patient's spouse noticed his wife was feeling ill and vomiting at home. He stated they "don't count carbohydrates and manually calculate bolus in pdm." The next bg was taken at 12:09 am and it read 370 mg/dl; 3.10 unit bolus was given and basal set at 0.85 units/ hour. At 7:29 am, patient's pdm read "high" (>500 mg/dl). She left for work at 7 am that morning and spouse is "not sure how she treated her high." Patient's daughter called an ambulance at 10:30 am because the bg was still reading "high." The hospital's meter read her bg at 720 mg/dl. They suspended the pod from 12:31 pm tp 2:31 pm because they believed the "pump wasn't working." Patient received an insulin drip and the pod was eventually deactivated.

Manufacturer narrative:
The returned pdm was found capable of reading accurately and delivering insulin as designed. No malfunction or defect was found to have occurred. Investigation confirms the device did not cause or contribute to the patient's condition. The omnipod's user guide warns,"...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." Product lot quantification records were reviewed and found to have met all acceptance criteria.